Event description:
It was reported that there was a tandem mobi cartridge alarm issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to wait for prompts from the tandem mobi mobile app before removing or loading cartridges and to deliver a 9-unit bolus, which completed successfully. The customer was able to reload the cartridge and resume insulin therapy, resolving the issue.